Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event was unable to be reproduced by olympus and the device passed all functionality testing. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, the image continued to disappear/black out when the device was angulated to the left. The condition of the patient was stable. The procedure being performed was a gastric sleeve. The procedure was completed with a different device; it was completed with a 5mm flex tip. The procedure was not prolonged. The patient's anesthesia or sedation was not extended. The procedure did not need to be cancelled or postponed. There was no medical intervention required. There were no other devices connected to the subject device when the issue occurred. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s reported issue was not confirmed/reproduced. During the evaluation, the scope that passed water dunk test with no other leaks found; the scope was tested with multiple cv-190 processors with no image issues found; and the scope was angulated in all directions with no image problem. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.